Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician had reported that after almost 2 months after an all on 4 implant placement on site(s) (ada 4) in the patient's mouth had to be removed, due to biomechanical overload, pain and mobility. A local infection was present at the time of the surgery. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate load procedure was performed.

Event description:
The clinician had reported that after almost 2 months after an all on 4 implant placement on site(s) ((B)(6) 4) in the patient's mouth had to be removed, due to biomechanical overload, pain and mobility. A local infection was present at the time of the surgery. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4)